Event description:
The customer stated that the axsym analyzer generated a discrepant hcv result for a pt sample. The pt initially tested at 26.88 s/co. The pt tested at 0.22 s/co with another sample and the third time the pt tested at 23.59 s/co. The customer suspected the second test result to be false nonreactive (0.22 s/co). The axsym hcv nonreactive result was not reported outside of the laboratory. There is no report of impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.